Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0374n, product type: lead. (B)(4).

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a surgery the month prior to the report. Their device was turned on for the surgery and they did not turn it off. Since the surgery, the device was stinging where the wires were located and their right foot was tingling when the device was turned on. The device was turned off at the time of the report and they were peeing, but they hadn't pooped in two days. The device was turned off on the night prior to the report, but all the symptoms began on (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0374n, implanted: explanted: product type lead. Updated from serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) on november 3rd reported the patient stated she had a procedure on (B)(6)2017. The hcp stated the patient had an endoscopy, but was found that the patient carried her cell phone in her right back pocket, but it was unknown if it was related. It was reported the patient went to see the hcp and the hcp advised her to keep all electronic device away from her right buttocks. If the patient¿s unit continued to set off spontaneously she will need to have the interstim manufacture representative (rep) come out and check the impedance and possible electrode and or generator malfunction. There were no further complications that have been reported as a result of this event.